Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (dose, frequency, duration, and route not reported) and ceftazidime (dose, frequency, duration, and route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.